Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient experienced discomfort. The right ventricular (rv) lead exhibited diaphragm pacing. The rv lead is scheduled to be reprogrammed and remains in use. No further patient complications have been reported as a result of this event.